Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one j-tip guidewire in a guidewire hoop loaded into an introducer needle was received for evaluation. Along with sample, two photos were provided for review. Visual, functional and dimensional evaluations were performed on the returned sample. The guidewire was noted to be stuck within the introducer needle. No uncoiling was noted throughout the guidewire. The introducer needle was noted to be bent. An attempt to advance the j-tip guidewire into the introducer needle was performed and was successful. Resistance was felt during performance. A portion of the j-tip guidewire was observed to have residue as it was exposed at the introducer needle bevel. The distal portion of the guidewire was noted to be bent. No uncoiling or stretching were noted throughout the guidewire. Therefore the investigation is confirmed for the reported physical resistance and identified deformation issues. However the investigation is inconclusive for the reported guidewire advancement and difficult to remove issues as the exact circumstance at the time of the event reported was unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure in the right internal jugular vein, the tip of the guidewire passed through the puncture needle but allegedly it could not be fed further. It was further reported that it could not be withdrawn, so the operator could only pull out the guidewire and the puncture needle. Reportedly, it was found that the "j" end of the guidewire was jammed at the tip of the puncture needle after pulling it out. Additionally, the guidewire breaks after getting stuck in the needle. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a dialysis catheter placement procedure in the right internal jugular vein. The tip of the guidewire passed through the puncture needle but allegedly it could not be fed further. It was further reported that it could not be withdrawn, so the operator could only pull out the guidewire and the puncture needle. Reportedly, it was found that the "j" end of the guidewire was jammed at the tip of the puncture needle after pulling it out. Additionally, the guidewire breaks after getting stuck in the needle. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.